Event description:
It was reported that the device misclassified atrial fibrillation (af) with rapid ventricular response (rvr) as ventricular tachycardia (vt). An inappropriate shock was delivered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.